Event description:
A cartridge alarm was reported by the caller, and it was confirmed by the technical support team that consecutive cartridges experienced similar issues. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump, although the customer was out of warranty. Further follow-up with renewals was scheduled for october 6, 2025.